Event description:
It was reported that the lead was dislodged and perforated the ventricle when the patient fell. The lead was capped. The patients condition was good after the event.

Manufacturer narrative:
.

Event description:
New information notes that the lead was explanted and not capped as previously noted.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.